Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel prosthesis. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast augmentation revision with unknown mentor gel prostheses. In 2014 left sided rupture was diagnosed through ultrasound. On (B)(6) 2018 left sided baker¿s grade iii and right sided baker¿s grade ii capsular contracture were diagnosed. As a result, and explant is planned for (B)(6) 2018. This report relates to the left implant. (See 1645337-2018-05839 for contralateral prosthesis report).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/20/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation have been completed. The device contained gel with cloudy appearance, upon receipt by mentor. Brown material was observed within the device. Gel was observed on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. (B)(4).